Event description:
Pt stated she was hospitalized for peritonitis. The pt reported that "the part that connects to the catheter fell off and solution was leaking" (unk date). Pt picked up the part that fell off and reconnected it to the catheter. She stated she may have touched something inside the tubing that caused the peritonitis. Pt was treated with antibiotics and has since been discharged. She is currently feeling well and is not on dialysis as her kidney function may have returned. The pt's pd nurse, stated the pt was admitted to the hosp on (B)(6) for peritonitis. Sample is not available.

Manufacturer narrative:
Medical records were requested and have not been received by the MFR to date.